Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
Per investigator notification received on (B)(6)2023, it was reported that the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing and replaced power inlet module due to failing electrical safety hipots test.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per investigator notification received on 29jun2023, it was reported that the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing and replaced power inlet module due to failing electrical safety hipots test.